Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 15-16, 2022. H11: the actual device and a photograph of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and the reported leakage was not easily identified. The returned photograph was reviewed, and it was noted that there was a leak from the administration port. Functional testing was performed on the actual sample, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.